Manufacturer narrative:
The devices associated with this report were not returned. Device history record review for the liner product/lot combination did not reveal any related deviations or anomalies. Product/lot info for the associated acetabular cup reported as loose was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address osteolysis and loosening of the cup, which was causing pain.